Manufacturer narrative:
The report of fractured lead was confirmed. Analysis of the lead found a kink on the outer tubing where all internal wires were broken. The fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided during processing of this complaint, attempts were made to obtain complete patient and device information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2021-02233. It was reported the patient experienced ineffective therapy. Diagnostics showed high impedances on both leads. In turn, the leads were explanted and upon explant, it was observed both leads showed fractures.